Manufacturer narrative:
(B)(4). It was reported that the patient underwent the bilateral breast reduction procedure on (B)(6) 2011. Two weeks postoperatively on (B)(6) 2011, the topical skin adhesive was removed slowly after petroleum-based ointment was applied. The patient called the surgeon two to three days later to report the symptoms. The patient's symptoms were improving at her last visit on (B)(6) 2011, but they had not fully resolved at that point.

Event description:
It was reported that a patient underwent plastic surgery and topical skin adhesive was used. The patient experienced an allergic reaction. The adhesive was removed and the patient and (B)(6) rash, purities, and discomfort started soon thereafter around the inframammary incisions. The patient was treated with prednisone and benadryl. The patient started to improve. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.